Manufacturer narrative:
(B)(4). No product was returned, or pictures provided; visual and dimensional evaluation could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00070, 0001822565-2023-00071, 0001822565-2023-00072.

Event description:
It was reported by the patient's legal counsel that the patient had a versys femoral head and a zimmer m/l taper stem implanted in the left hip. It was reported that the left hip components were later explanted for allegations of unspecified injuries. No additional information.

Event description:
It was reported that approximately 6 years and 4 months post implantation, the patient underwent a revision procedure due to pain, instability with recurrent dislocations, and elevated cobalt and chromium levels. During the revision, dark blackish fluid from the joint was sent for culture, extensive metallosis was debrided from the trunnion, femoral head and acetabular tissue and bone loss was noted in the posterior acetabular wall. The acetabular component noted to be somewhat retroverted. The femoral stem was left intact, and all other components were revised without complication. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: sections updated b4 b7 d1: femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length d2: device product code g3 g4: PMA/510(k) number g6 h2 h10. Sections corrected: b5 d6b: explant date provided in error h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history identified there is no additional similar complaints for the stem medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on (B)(6) 2015 with no complications noted. The patient reported multiple dislocations, as well as elevated metal ions and pain. A revision occurred on (B)(6) 2021, where metallosis was identified within the joint. Bone loss noted posteriorly to the cup. All components were explanted except the stem, with new zb products placed. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.